Event description:
There was no patient involved in this event. The device was malfunctioned as the device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in may 2009 and performed to specification up to the 29th january 2012. The device records multiple occasions when the temperature recorded is below the recommended minimum stand-by temperature. The device failed a self-test due to a low battery between 5th february 2012 and remained in fault mode until 12th march 2012 when an increase in voltage would suggest a further pad-pak was installed. Multiple manual power ups of ten minutes duration were observed in the device memory between 31st march 2015 and 7th april 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.